Event description:
Novasure sterile device kit used for hysteroscopy - during procedure novasure machine displayed "array position" - consulted the user guide, troubleshooting sections and followed instructions - eventually unplugged the device, turned off the machine and restarted the process but the device still would not work - new novasure sterile device kit attached - procedure finished in its entirety without incident. Dates of use: 2009. Diagnosis or reason for use: hysteroscopy.